Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. Customer¿s blood glucose level was 474 mg/dl. . Customer reported that the insulin pump system had not been in use within 48 hours of reported high bg event. Customer stated that the screen turned blank on pressing the menu button. The device will be returned for analysis.